Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history a review of the DHR associated with rio 80 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events ( (B)(4)). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: the log data from the case was reviewed. An analysis of the reamer on/off cycles and system warnings was completed. Based on the analysis performed, there was evidence of multiple rapid reamer on/off cycles during reaming. From the event details it was noted that adjusting the camera so the arrays were centered in all three views, corrected the issue. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during cup reaming. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during cup reaming. The case was successfully completed and there was no harm to the patient.